Event description:
It was reported that patient suffered from skin stripping, trauma & excoriation during use of the product.

Manufacturer narrative:
The associated complaint product was not returned for evaluation, please find below the results of our investigation: we have now concluded our investigation into this complaint. No DHR/batch record review was possible as no lot numbers have been made available and no sample was available for assessment. The database of change controls was reviewed and found there was no raw material, methods of manufacture or manufacturing equipment changed since the original qualification exercises that could have caused or contributed to the issue experienced by the customer or alleged adverse reactions. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The clinical assessment concluded that based on the limited information provided, we are currently unable to rule out the already compromised skin integrity from the variety of reported insults as the main contributing factor to the reported excoriation and/or maceration along with the common complication of skinfolds harboring moisture and the possibility of shear and/or friction forces at this vulnerable (gluteal) location. The patient impact was the reported excoriation and/or maceration, possible pain/discomfort as well as an additional entry site/risk for infection. No further medical assessment can be rendered at this time. Based on the available information, the cause of the complaint is inconclusive so no action can be taken at present. Once a sample is received, we will assess and make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range